Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed battery out limit. Customer's blood glucose was 553 mg/dl. Customer stated the alarm occurred after battery change and batteries were out of the insulin pump greater than duration allowed. The customer was assisted to clear the alarm with new battery. Customer has not treated and contacted health care provider regarding high blood glucose. No further information provided.